Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented via merlin.net with vt. The device did not convert the rhythm. The patient was presented in clinic and programming changes were made. The patient is doing fine.